Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address acetabular loosening. Update: (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates there was a grayish-type discoloration and upon entering the pseudocapsule a milky fluid was obtained that was felt to be the bone debris and reactive fluid from the motion of the cup. The complaint was temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation.